Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent balloon was slow to deflate. The lesion was pre-dilated with a maverick 2.5x12mm balloon. The physician placed a taxus liberte 3.0x24mm drug eluting stent to the 99% stenosed lesion located in the nontortuous, mildly calcified left anterior descending (lad) artery. The balloon inflated on the first attempt and was inflated to 14 atms, but was slow to deflate prior to withdrawal. The physician applied negative pressure at this point and the balloon was removed in an intact state. The balloon was completely deflated upon removal from the patient. Further investigation per the facility indicates that the contrast ratio was incorrect and is probably the cause for the slow deflation. No patient injuries or complications occurred. Patient status is satisfactory. This product is only ous approved but it is similar to a marketed us device.